Event description:
Device malfunction: none. Symptoms/ae: metabolic encephalopathy, and seizures secondary to transient ischemic attack (tia). Time of symptoms: post procedure. It was reported that after a successful implanting of an acculink stent in the right internal carotid artery (rica), the pt experienced metabolic encephalopathy and seizures secondary to tia. The pt had a CT scan which showed no bleed. The pt has a history of recurrent tia experiences. The pt had a tia episode the evening post-procedure, the symptoms were not specified, and two days later had confusion due to encephalopathy. The pt's condition returned to baseline, and she was discharged to a rehabilitation facility in 2006 with the physician's impression of encephalopathy, tia, seizure. No add'l info available.

Manufacturer narrative:
A review of the finished device lot history review did not reveal any non-conforming material reports which could have contributed to this complaint.